Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the batttery voltage dropped significantly as telemetry demand increased. This is believed to be a battery anomaly.

Event description:
It was reported that 3 hours after implant the confirm device exhibited backup. The device was explanted and replaced.